Manufacturer narrative:
Concomitant medical products: 407458 lead, implant date: unknown. Sedr01 ipg, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two pacing leads exhibited a polarity switch. The leads remain in use. No patient complications have been re ported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had the polarity switch, not the right atrial (ra) lead. The rv lead also exhibited an increase in pacing. Reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.